Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally a sample was submitted to our facility to aid in our investigation. Our engineers noted that the returned device displayed a bisection of the extension tubing. Your issue has been confirmed. Enhanced imaging of the broken edge of the tubing revealed a smoothed edge, and microscopic inspection of the pinch clamp was unable to identify any burrs or other abnormalities that could have lead to tubing damage. Based on the consistent smooth edge of the cleavage site, our engineers were unable to associate this event with the manufacturing process. The observed damage most likely is related to contact with a cutting implement. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc had damaged tubing. The following information was provided by the initial reporter "on (B)(6) 2021, the extension tube of the indwelling needle was interrupted one day later with unknown reason, it was suspected to be broken by a small clip"